Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown tibial bearing; unknown femoral component; unknown tibial tray. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01721.

Event description:
It was reported that placement of rotating hinge knee arthroplasty performed. Subsequently, the patient was revised approximately 5 years post implantation due to dislocation of the pin and poly implants. Both were replaced without complication. Attempts have been made and additional information on the reported event is unavailable.